Manufacturer narrative:
The device is not available for evaluation and the lot numbers not known at this time. The event as reported was not attributed to the device. The need for a re-operation was attributed to a surgical error that resulted in one of the two endplates being implanted backwards.

Event description:
On (B) (6) 2010, a revision of a charite artificial disc was performed at (B) (6) medical ctr. After initial fluoroscopy was taken it was evident that the s1 endplate had been inserted backwards, which eventually led to the poly core to be pushed anteriorly. The surgeon removed the charite implant and chose to revise with alternative devices from another vendor. As surgical intervention occurred, an MDR is filed to document this event.